Event description:
Diagnosed with lung cancer in fall of 2018. Started using philips CPAP machine in 2001 and developed cancer in 2018. Also, he has kidney disease. The machine in question is a philips dreamstation CPAP, received it in 2019.